Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1600244 investigations did not show issues related to complaint. The device is reportedly not available for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
One of the clips would not lock around the cystic duct. The clip was removed from the patient and a new applier was used. The patient's condition was reported as fine.